Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective driver/motor 3-phase for evaluation. Therefore, no root cause could be determined. However, the problem no longer appeared when another driver was used in its place. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that low ve (low minute ventilation), low pip (peak inspiratory pressure), high rate, and motor fault alarms occurred on vela ventilator while the ventilator was running. The event happened during set up prior patient use. Furthermore, there was no patient associated with the reported event.